Event description:
It was reported that during implant, patient became dependent during testing. Physician connected patient to device and there was no ventricular or atrial pacing. Patient became asystolic. Physician tried to reconnect the device three times without success. A different device was implanted.